Event description:
It was reported that during the implant attempt, the lead screw could not be rotated back. The lead was not used. There were no patient complications reported as a result of this event. It was reported that during implant attempt, the helix would not retract. Edit 21-apr-2010: it was reported that during the implant attempt, the lead screw could not be rotated back. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the device found no anomalies. Visual analysis noted that the lead was returned with the helix fully extended, blood and tissue on it and the distal conductor distorted within the connector. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract and the distal conductor then became distorted within the connector. Apparent explant damage.